Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient's vendor reported that the adhesive of the infusion sites does not stick after 24 hours of use. The patient experienced e4 (occlusion) errors and elevated blood glucose of 290-389 in 2009 and 5 days later. The patient changed the infusion set and bolused through the infusion device to lower elevated blood glucose. Her normal blood glucose level is 150 mg/dl. The alleged infusion sets were discarded. No further information is available. No product will be returned for evaluation.